Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during the mastectomy procedure, while closing of breast tissue, the suture broke when closing the midline incision. Used a new suture and the broken one was cut out and thrown away. There was no patient injury.